Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The service history confirmed that the problem is considered more likely due to use-related wear or field conditions rather than a potential manufacturing or design issue at the time of release. A risk review was completed and confirmed that the event of fire was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the fiber went into flames for a second. The case had to be cancelled.

Event description:
It was reported that the fiber went into flames for a second. The case had to be cancelled.